Event description:
It was reported via phone call, that the customer had blood glucose levels of 448mg/dl. It was also mentioned that the customer also had traces of keytones. Customer treated with manual injection. No significant event leading up to the event were mentioned. Troubleshooting occured. Insulin pump passed testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.